Event description:
Note: the date of event and the date of implant is unknown. In 2007, it was reported to boston scientific corporation, that a procedure to place an ultraflex covered esophageal ng stent, in a 3cm esophageal stenosis, was performed (gender unknown). The complaint reported experiencing resistance when pulling the suture to deploy the stent. It was further reported that, "(after) much movement, [the stent was] implanted." It was noted that a "perforation of the esophagus in the nearest (proximal) section of the stent," was detected twenty-four hours after the stent was deployed. According to the complaint, the perforation was successfully managed by surgery. Reportedly, there were no patient complications at the conclusion of the surgical procedure.

Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. According to the complainant, the device has been implanted; therefore, a device evaluation will not be performed. The relationship between the suspect device and the reported event is undetermined. A review of the device history record and the product family complaint trend are in progress; results will be provided in a follow-up medwatch report.